Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as approximately 10ml from around the peircing needle, however exact source could not be determined. The leak was contained within the instrument. The slidemaker instrument connected to the lh 750 analyzer was generating aspiration errors, alerting the operator to the issue. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the vacuum drain chamber, vc21, had come apart and caused a leak from the pneumatic line into the differential chamber. He replaced the vacuum drain chamber and the instrument ran without any leaks or error messages. The repairs were verified per established procedures. (B)(4).